Event description:
It was reported that the patient had a backup battery fault alarm and log files were submitted for review. The log files captured intermittent backup battery faults starting on (B)(6) 2026 at 10:51 am. It appeared the backup battery had failed the load test resulting in these faults. It was additionally reported that, the system controller was exchanged again and the backup battery fault alarm resolved.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was confirmed via the submitted log files. A review of the submitted log files revealed throughout the log file multiple intermittent atypical backup battery fault alarms are captured. The alarms are associated with the backup battery not passing the load test. The first backup battery fault alarm captured in the log file was at (B)(6) 2026, 10:51:42. The load test did not pass due to the loaded voltage being outside the expected range as compared to the unloaded voltage the alarms did not clear throughout the log file. There were no other notable alarms active throughout log. Pump operation was not affected. The heartmate 3 system controller (B)(6) was not returned for analysis. Provided information indicated the system controller was exchanged and the backup battery fault alarm resolved. A root cause for the reported event cannot be conclusively determined through this analysis. A corrective and preventative action (CAPA) was initiated to investigate the increase in reported backup battery faults. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including backup battery fault alarms. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.